Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was verified and attributed to a faulty CPR adaptor. The CPR adaptor was scrapped to remedy the report. The device passed all functional testing and was returned to service. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.